Manufacturer narrative:
(B)(4). The customer returned one used single lumen PICC for evaluation. The catheter body was firmly knotted near the distal end. The box clamp fastener was found to be placed over the juncture hub and the hub was locked into the statlock device. No defects were identified. The catheter body was knotted 68.6 cm below the juncture hub. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product warns that the catheter manipulation should be minimized while securing the statlock to maintain proper placement of the catheter tip. The IFU does not state that the box clamp fastener be placed over the hub before it is placed in the statlock. It recommends using the catheter clamp and fastener (clamp assembly) as a secondary securement point to minimize the risk of catheter migration. It also cautions that indwelling catheters be routinely inspected for flow rate, security of dressing, and correct catheter position using the centimeter marks on the body. The customer reported issue of the catheter knotting in the patient was confirmed during the sample investigation. During visual inspection a knot was identified 68.6 cm below the juncture hub and the catheter clamp fastener was found to be placed over the hub rather than the catheter clamp. This indicates that secondary securement was likely not used, possibly causing the catheter to migrate and knot. The probable cause of this issue is operational context.

Event description:
The customer alleges when removing the PICC the patient refers to pain. Retraction and difficulty of withdrawal was observed and the tip of the catheter was knotted.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when removing the PICC the patient refers to pain. Retraction and difficulty of withdrawal was observed and the tip of the catheter was knotted.